Event description:
It was reported the customer had insulin squirting out during a manual prime. Customer stated the piston continued to move forward after making contact with the reservoir. Customer also reported numbers did not appear on the screen and there were no beeps heard during troubleshooting. Customer could not complete the prime sequence. The customer did not drop or bump their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.